Event description:
It was reported that during a clinic visit it was noted that battery depletion occurred in the device during the warranty period. It was further noted that the customer reported premature battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.